Event description:
Customer reported issues with the insulin pump. Customer states that they were hospitalized due to a motor error alarm. Customer also states that they had keytones. The blood glucose reading was 455 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. All operating currents are within specification. Off no power alarm functions properly. No unexpected no delivery alarm or unexpected weak battery alarm noted. No failed battery test alarm noted. The low reservoir alarm functions properly. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The motor was tested outside of the device and passed.